Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: product analysis was unable to complete investigation of the alleged issue of the text on the display screen being upside down due to the pump being received in a condition that made investigation of the allegation impossible; the display screen was blank when the pump powered on as reported in medwatch report# 2531779-2018-12734.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a the text on the display was upside down. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.